Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: robotic assisted total laparoscopic hysterectomy. Event description: "during robotic assisted total laparoscopic hysterectomy, the scrub tech was having difficulty with the trocar when she noticed that it was cracked. The case was stopped and the robot undocked. The trocar was removed from the patient umbilical site and was noted to be cracked vertically. The trocar was intact and no pieces were missing. No harm came to the patient. A new trocar was used and the case was completed." Type of intervention: a new trocar was used and the case was completed. Patient status: no harm came to the patient.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula. Based on the condition of the returned unit and the description of the event, it is likely that the fractured cannula was caused by the robotic device used during the procedure as the event unit is not validated for use in robotic procedures. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This report is to follow-up medwatch report #(B)(4).

Event description:
Procedure performed: robotic assisted total laparoscopic hysterectomy event description: "during robotic assisted total laparoscopic hysterectomy, the scrub tech was having difficulty with the trocar when she noticed that it was cracked. The case was stopped and the robot undocked. The trocar was removed from the patient umbilical site and was noted to be cracked vertically. The trocar was intact and no pieces were missing. No harm came to the patient. A new trocar was used and the case was completed" medwatch report #(B)(4) was received via mail on 22mar2021: event occurred on (B)(6) 2021. Type of intervention: a new trocar was used and the case was completed. Patient status: no harm came to the patient.